Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during placement, no anchor was found in the angio-seal device. There was no harm to the patient. Additional information was received on 05mar2021. The procedure performed for the patient prior to use of the angio-seal device was an antegrade puncture of the afc. A 6fr sheath was used. A pre-deployment angiogram was not performed, they stick with ultrasound and check for location and calcification this way. With withdrawal of the device, the complete angio-seal device came out. Manual compression was performed and achieved hemostasis. There was no patient harm; patient's condition was stable. There was minimal blood loss; close to none.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to the device return date in section d9, update section h3, and to provide the completed investigation results. It was confirmed that the actual sample is not available for evaluation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the alleged failure mode of "device pullout" because the sample was not returned for evaluation. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.